Event description:
The customer reported the monitors failed to display an image and there was no production of fluoroscopy xray. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.